Event description:
On 14 may 2008, abbott spine became aware of the following event. The event was communicated based on info received from a postmarketed study. In 2005, the pt underwent a l4-s1 minimally invasive procedure. On an unk date, the pt experienced pain, burning, and numbness in the bilateral lower extremities, neck pain, and back pain. The pain, burning, and numbness in the bilateral lower extremities, neck pain, and back pain have not resolved. There is no plan for revision surgery. The reporting physician believed that the pain, burning, and numbness in the bilateral lower extremities, neck pain, and back pain were not related to the pathfinder pedicle screw system. No further info is available.

Manufacturer narrative:
No device will be returned. The event was documented as a result of a postmarketed study. Investigation is pending.